Event description:
Additional information notes that the lead also exhibited unacceptable capture thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and was fractured. The lead was capped and replaced.